Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed right atrial (ra) lead noise oversensing, resulting in inappropriate mode switching and atrial tracking at faster rates. The over-sensed atrial noise was tracked up to the atrial tachycardia detection limit, at which point the device mode-switched to a non-tracking mode. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.